Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was high (587 mg/dl) with moderate ketones and low (48 mg/dl) and the cause was not known. The pump supplies were changed. An insulin injection was administered and water was consumed to address the high bg/ketones. Glucose tablets were consumed to address the low bg. The customer was to use insulin injections for insulin therapy.